Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, impact code, device code, type of investigation, investigation findings and investigation conclusions) h6: type of investigation: labeling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence. Available information was not providing any information regarding the potential root causes. These may include air from a non-pascal source, or variation in device preparation or procedural use. However, as no device was returned and returned imaging was inconclusive, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H6 health effect - impact code: non-serious injury/illness/impairment the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
As per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. During the procedure there was an st-segment elevation. There were no issues during device preparation. The device was flushed according to IFU. The patient was under general anesthesia. The guide sheath (gs) handle was not elevated while inserting into the patient. And the syringe was left on the introducer until the guidewire was inserted. No saline drips or pressure monitoring devices attached to any of the device handles. The gs remained empty about 45-60 seconds before introducing the implant system (is) and the is was approximately 5cm into the gs prior to aspiration. The loader was removed prior to aspiration and the full 45cc aspiration was performed. After aspiration there was a bit of air. During the procedure an st-segment elevation was observed in the echocardiogram; however, according to the anesthesia team, the patient remained hemodynamically stable. No air was observed. A coronary angiography was therefore performed to evaluate a potential underlying coronary cause. The findings were unremarkable, and the st elevation resolved spontaneously after 60-90 seconds. The procedure was subsequently continued without complications, and the patient is currently in good condition. As per the doctors the event was caused by air.